Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). Two transeptal punctures were performed then the closure device was implanted and pass (position, anchor, size, seal) criteria were met. The anesthesiologist noted the blood pressure of the patient was dropping. An effusion sweep was completed and a pericardial effusion was discovered around the right ventricle. A pericardiocentesis was performed and the blood pressure of the patient stabilized. The procedure was concluded and a drain was left as fluid continued to drain. Two hours post procedure fluid had ceased to drain and the patient had recovered.